Manufacturer narrative:
The agent reported, 2nd occurrence of center baseplate screw breaking. No fall, no signs of infection. Pain was the reason for follow up. Female 72. Complaint has been evaluated and is similar to report number 1644408-2022-01543; 508-32-204, s801 - device cracked/broke, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to pain.